Manufacturer narrative:
The pod was received for evaluation fully deployed, delivering over 200 pulses, including multiple immediate boluses. There was no damage observed that would contribute to the reported needle mechanism complaint. The pod functioned as intended. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level was between 181 mg/dl to 250 mg/dl. The patient reported the pod did not deploy the cannula, indicating a needle mechanism failure. Upon pod deactivation, the cannula then deployed.